Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6)2017; 4076 lead, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance warning triggered for high superior vena cava (svc) impedance. Follow up was conducted and it was noted that the impedance levels were currently normal and no intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.